Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the device was not available for analysis. According to info provided to the manufacturer, the explanted device was disposed of by the hospital. A review of device history records showed no deviations from manufacturing or qa specifications. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. No further info is available. The manufacturer is closing its file on this event.

Event description:
The vad coordinator reported that a left ventricular assist device (lvad) pt was re-admitted to the hospital a methicillin-resistant staphylococcus ares (msra) infection in the driveline. Based on the hospital's clinical judgment, a decision was made to exchange the lvad with another lvad. The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issue reported.